Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the imaging is poor. Broken rod lenses were detected. The device was sent to the us karl storz assessment and repair department for inspection. Product was not returned kst. During the technical inspection, the error description provided by the customer, "blurry or defective", could be confirmed. During the examination of the optics by our us colleagues, broken rod lenses were discovered. A breakage of the rod lenses can be caused by mechanical overload during clinical use or during clinical reprocessing. At the time of product testing by test lot on january 22, 2024, no deviations could be detected. The damage cannot be attributed to a manufacturing/production defect. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on 09/27/2024 for repair. This information is reflected in section d9. The evaluation will not be available the device was deemed unrepairable therefore it was scrapped. Should relevant additional information become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scopes blurry or defective. No negative impact to the patient or user.